Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a charging issue due to difficulty plugging charging cable into the usb port. Customer¿s blood glucose level was 70-200 mg/dl. During troubleshooting with tandem technical support, the pump functions as intended.